Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an intraocular lens (iol) with a description of, iol had a deposits noted within lens material. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
On initial MDR submission device product problem 2944 was reported an error, the appropriate code would be 1426. The manufacturer internal reference number is: (B)(4).